Event description:
It was reported that a malfunction alarm occurred and that the pump indicated a data log corruption. It was also reported that the pump would not turn on. Customer¿s blood glucose level was 393 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.